Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of above 600 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer did not report any symptom related to high blood glucose levels. The customer was treated with insulin drip at the hospital. The customer did not allege the insulin pump for under delivery. The insulin pump will be returned for analysis.